Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The customer¿s reported problem was not confirmed/duplicated no bubbles specifically were present, however, liquid was found leaking from the tip of the device which may have contributed to the customer event. No ultrasonic image is displayed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oj) was informed that the user facility ¿inspected the operation of the ultrasonic probe, bubbles were found at the tip¿. The problem was found during inspection before use. The intended procedure was completed with another similar device. No death, injury or harm was reported

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that since the sheath of the distal end was perforated, air bubbles entered from the perforated parts. It was surmised that this phenomenon occurred because ultrasonic medium leaked. The following is included in the instructions for use (IFU): "when withdrawing the ultrasonic probe, always set the ultrasound system to the freeze mode. Withdrawing when the ultrasonic probe is rotating may result in damage the probe." Olympus will continue to monitor field performance for this device.